Event description:
The customer reported that the monitor did not alarm while the electrodes were removed. There was no allegation of a patient or customer harm.

Manufacturer narrative:
(B)(4). The customer reported that the monitor did not alarm while the electrodes were removed. There was no allegation of a patient or customer harm. The medical staff was not notified by the monitor that the patient would have removed the electrodes. This complaint was deemed reportable due to the fact that the monitor did not alarm at the pic while the electrodes were removed by the patient. Philips is in the process of obtaining add¿l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.